Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip issue. Manufacturer contacted customer with follow up phone calls for knowing customer's condition and ensure the new product replacement resolve the initial concern. On (B)(6) 2016, the customer informed the condition had improved since the last call and that she was not currently having any diabetic symptoms. The customer stated no medical intervention was needed since the last call. On (B)(6) 2016; customer informed is feeling well, did not seek medical attention,customer is comfortable with the new product glucose readings results.

Event description:
Consumer reported complaint for e-5 error and hi. The e-5 error appeared after the blood sample was absorbed. The customer instructed what hi results could mean the blood result is over 600 mg/dl. The customer reported symptoms of blurry vision and frequent urination. The customer declined medical attention. The customer is concerned with test results from meter memory of hi, and non-fasting results of 438 and 236 mg/dl. The customer's expected fasting blood glucose test result range is 70 - 120 mg/dl. The customer does not test on fasting. Customer has taken the insulin and drank a root beer. T he customer was educated to always wait 2 hours after a meal or medication to test in order to get an accurate result; a back to back blood test was performed by the customer non-fasting and produced test results of e-5 repeatedly on the two test. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/17/2017 and open vial date is month of (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: the customer is concerned with the hi, 438, 236 and 229 mg/dl in the meter's memory. Customer has not had any changes in her diet or exercise.